Event description:
It was reported via repair work order that the foot end litter support brackets are broken which could affect the stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.